Event description:
(B)(4) expand g4: phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation. One mitraclip (cds0702-ntw, 10317r302) was successfully implanted, reducing the mr to trace. There was no device malfunction. By on (B)(6) 2022, the mr had increased to grade 2+. On (B)(6) 2023, the patient passed away at home due to heart failure. There was no device malfunction. The event is unknown if device related. No additional information as received regarding this issue.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported recurrent mr could not be determined. The reported death was due to worsened patient condition with heart failure. The reported patient effects of mitral regurgitation and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
(B)(4) - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation. One mitraclip (cds0702-ntw, 10317r302) was successfully implanted, reducing the mr to trace. There was no device malfunction. By (B)(6) 2022, the mr had increased to grade 2+. On (B)(6) 2023, the patient passed away at home due to heart failure. There was no device malfunction. The event is unknown if device related. No additional information as received regarding this issue. Subsequent to the previous report, the additional information was received: the recurrent mitral regurgitation was unrelated to the device. The mitraclip remained stable without any device related injury observed. The patient expired due to heart failure. Per physician, the heart failure and subsequent death were unrelated to the mitraclip device. There was no device malfunction. Although the additional information would make this event not reportable, reports were already filed. The complaint must therefore remain reportable. Follow-up reports will be sent reporting the downgrading information.